Event description:
It was reported that the device had an alarm- error code/ message. There was no patient involvement.

Manufacturer narrative:
Add b5, g4, g7 correct h3, h6 (method, results, conclusion), h11. A review of the device history record showed the device had a manufacture date of 09/11/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn14169160 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had an alarm- error code/ message. There was no patient involvement.